Event description:
It was reported that during an lavh procedure, the pad came off and fell into the patient. The pad was retrieved. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.